Event description:
A pt (age and gender unknown) underwent a therapeutic urological procedure for stone retrieval. The mini helical stone retrieval basket remained open in the urethra. It was blocked against the wall of the channel. The pt was sent for immediate surgical intervention. There is no further information available.